Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level and drive support was not even. The customer woke up blood glucose was 54 mg/dl and current blood glucose is 211 mg/dl. It was also reported that the drive support cap was slightly higher that the other. Based on customer report customer does not allege pump was over delivering. The customer treated their low blood glucose with food. It also stated that insulin pump received no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.